Event description:
Per the expedited quality review (eqr) report: pump was on the pt. Symptom - the pump had helium loss alarm problems. Intra-aortic balloon pump (iabp) serial number (B)(4). Actions: pneumatic control system had to be replaced. The customer switched to a functioning pump after this one failed. Add'l info received on (B)(6) 2013 stated that after the pump was successfully switched out there were no other issues during iabp therapy. There was no report of pt death, complications or injury. No medical/surgical intervention was reported. There was an approximate 5 minute delay or interruption in therapy while switching out the pump with no harm to the pt noted. There is no further info regarding the outcome of the pt. The pump is back in service.

Manufacturer narrative:
(B)(4).